Manufacturer narrative:
Additional information was provided by the patient. The following sections were updated. Investigation of this event is ongoing.

Event description:
Per the field clinical specialist (fcs), when removed from the body it was noted that the 16fr esheath had ¿a split at tip and a piece of sheath hanging off¿. There was no known harm done to patient. It was reported that the access vessel minimum luminal diameter measured 10 mm with mild tortuosity and no calcification. Additional information was provided by the patient: ¿bruising on the groin at the access site post tavr procedure¿. On post-operative day (pod) 7 the patient was hospitalized for treatment (unspecified) of hematoma and pseudoaneurysm. It is unknown if the hematoma and pseudoaneurysm reported by the patient are a result of the sheath damage.

Manufacturer narrative:
(B)(4). The device was returned to edwards lifesciences for evaluation. The following was observed upon initial inspection: the esheath was fully expanded as designed, no liner tear observed, the marker band was intact, there were minor scratches along sheath shaft, the esheath distal tip is torn and partially attached. Investigation of this event is ongoing.

Event description:
Per the field clinical specialist (fcs), when removed from the body it was noted that the 16fr esheath had ¿a split at tip and a piece of sheath hanging off¿. There was known harm done to patient. It was reported that the access vessel minimum luminal diameter measured 10 mm with mild tortuosity and no calcification.

Manufacturer narrative:
Clarification was received from the hospital¿s valve clinic nurse: ¿the pseudoaneurysm that was treated on readmission was on the left side. The issue with the split sheath was on the right side.¿ based on this information, the injury previously reported is considered unrelated to the edwards product. Due to the condition of the returned device (the liner was fully expanded and the distal tip was torn), no relevant functional testing and no relevant measurements were able to be performed. The complaint was confirmed by visual inspection. A device history record (DHR) review did not reveal any manufacturing issues that would have contributed to this complaint. A review of the lot history revealed no other similar complaints. The instructions for use (IFU) and training manuals were reviewed for instructions or guidance involving esheath use and no deficiencies were identified. During manufacturing, the esheath shafts were 100% inspected for: damage; circumferential defects, protruding or missing material, dents and cuts; delamination; stress line on the liner; serrated transition, holes, or rough surface of tears in the tip. In addition, during manufacturing, the esheath distal soft tip was scored and 100% inspected under 10x magnification for scratches in the liner expansion pathway and tears. After sterilization, product verification testing was performed, including tensile testing of the sheath to soft tip and visual inspection for damage before and after expansion testing. Review of complaint history for esheath (all models, all sizes) from december 2016 to november 2017 revealed a previous CAPA investigation, which pointed to improper scoring at the distal tip as the root cause for radial tip tearing. Inspection of the returned device revealed that the material at the distal tip was stretched along the radial score path, indicating there was possible improper scoring. As such, it is possible that a manufacturing non-conformance (insufficient scoring of the distal tip) contributed to the complaint event. Upon review of the applicable risk management documentation, the following hazard and potential outcome was found: improper scoring as a result of the operation being performed incorrectly can lead to high insertion force. It should be noted that in this case, high insertion force was not reported by the operator. The complaint for ¿sheath distal tip torn¿ was confirmed. Available information suggests that a manufacturing non-conformance may have contributed to the event. No labeling or IFU inadequacies have been identified and review of the complaint history revealed that the occurrence rates do not exceed the control limits for the failure mode. The manufacturing operators were provided an awareness training for this issue; no additional corrective or preventative action is required.